Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared and inserted into the left atrium. The dilator was removed, and after flushing, the catheter was then inserted into the sheath. However, during subsequent flushing, air was continuously aspirated in the handle of the sheath. The sheath was therefore replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device found a kink in the middle of the shaft. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The sheath was prepared and inserted into the left atrium. The dilator was removed, and after flushing, the catheter was then inserted into the sheath. However, during subsequent flushing, air was continuously aspirated in the handle of the sheath. The sheath was therefore replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientifics post market laboratory.